Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR. Report # 3006705815-2018-00155, 3006705815-2018-00156, 1627487-2018-00673. It was reported that patient developed a new onset of infection at incision site after lead implant surgery on (B)(6) 2017. Patient was treated with antibiotics and underwent surgical intervention on (B)(6) 2017 wherein the device was removed. Review of the manufactures device registration system indicated the patient was implanted with 2 anchors. The second anchor is being added to this series as MFR report: (3006705815-2018-00155, 3006705815-2018-00156, 1627487-2018-00673). The anchor was explanted in the same procedure as the additional devices contained in this series.